Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2013. The patient reported that the cgm readings are not consistently higher or lower, and reported the following reading examples: cgm reading at 55 mg/dl and blood glucose meter 80 mg/dl, cgm reading at 60 mg/dl and blood glucose meter at 100 mg/dl. The patient reported no use acetaminophen at the time. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries. .